Manufacturer narrative:
(B)(4).

Event description:
It was originally reported that the pt's device was overdischarged. A physician mode recharge was performed and the pt was instructed to charge the device fully. It was further reported that the pt had a lack of stimulation no matter how high the device was turned up. The pt had been hit by a car 3 yrs ago and was told by her physician that her leads were "off." The pt had a decreased level activity as her symptoms had worsened. Add'l info was requested.